Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. Unit received with scratched on display window, cracked at battery tube threads, broken reservoir tube lip and broken belt clip slot. Unable to perform the displacement, basic occlusion, occlusion, prime test and no delivery tests due to button error. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 63 mg/dl. Troubleshooting was performed. The device was returned for analysis.